Manufacturer narrative:
Philips investigated this complaint. The field service engineer (fse) inspected the system onsite and identified that the host pc hard drive received power only when the physical power button was pressed. The fse replaced the host pc and reinstalled the original hard drive to resolve the issue. After powering up the system and loading license, the table side modules displayed no output until bios date and time differences were corrected. The defective host pc was returned for analysis, and result indicated a failure with the cmos battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.